Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used on the stomach. The first two firings were completed successfully. For the third firing, the stapler jammed. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, another reload was used and fired successfully. There was no patient harm. The patient outcome is alive, no injury.